Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used for skin closure during an open bariatric surgery, the needle popped off the suture while running though the tissue. A new suture was used to complete the procedure. There was no patient injury.